Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer contacted technical support (ts) stating that the unit had an error code message of machine and proximal pressure sensors failed. The customer reported there was no patient involvement.